Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged home the same day of the index procedure. The patient died at home the same day of the index procedure. No other information was reported.

Manufacturer narrative:
B2 and b3: bsc aware date used as the date of death and event date, as it is unknown. Sec d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.